Event description:
Reference number (B)(4). Event occurred in slovenia. It was reported that the patient experienced an infusion set adhesive issue event on (B)(6) 2026. The infusion set fell off after four days of use. The insertion site was gluteus. No further information available.